Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The usm was tested on an in house test system and it passed normal mode. Further testing was performed on the patient side cart fixture test platform (pftp) and the usm passed the lissajous, directions, insertion buttons, chipencoder virtual absolute (cva), sensors check, sine cycle, carriage strength, check cannula, carriage switches, and fiber tests but failed encoder linearization on degrees of freedom (dof) 5. It was noted that the rotor bearing debris was found on all the rotors and the instrument sterile adapter (isa) board. The isa board and carriage will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer observed the stapler instrument stopped cutting and experienced a 23087 error on arm 2 that would not recover. The customer informed the technical service engineer (tse) that the fault would not recover and the stapler instrument was grasping tissue. After, the tse asked the customer to locate the stapler release kit (srk) to release tissue, and it was noted the customer successfully opened the stapler jaws to release the tissue. The tse then asked the customer to cycle the system power and hard boot the patient side cart (psc); however, when the system homed, the 23087 error returned. The tse informed the customer the arm 2 could be disabled, but the surgeon would only have three arms for the remainder of the case. The surgeon stated they needed all four arms to continue. At the time, the customer had hung up to get another psc. There was no reported injury or harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.